Event description:
It was reported a patient had a break in aseptic technique further described as touch contamination with the patient pulling apart the transfer set and catheter during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by a fever and cloudy effluent. The patient "yanked out" the transfer set connected to the catheter to use the restroom and did not cap off properly before going back to sleep. The nursing home staff found in the morning that the patient was no longer connected to the homechoice machine and that therapy was ended. The staff changed the transfer set and started the patient on gentamicin (delivered intraperitoneally, dosage and frequency unknown). The patient's catheter was damaged in this event and the manufacturer of the catheter is unknown. The patient was released from the nursing home and developed symptoms of peritonitis four days later. The patient was taken to the emergency room (ER) the next day and was at the e.r. For the day but was not admitted to the hospital. The treatment in the e.r. Was unknown. The cause of the peritonitis was determined to be the break in aseptic technique. The patient recovered from the peritonitis at an unknown date. The patient was retrained in aseptic technique. Pd therapy was ongoing. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.